Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged usb port damage was verified. The alleged battery depletion malfunction could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was corroded causing the battery gauge to fluctuate. Reportedly, the battery gauge charged from 0% to 100% within 20 minutes then depleted to 40% to within one day. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.